Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella 2.5 pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient developed a hemorrhage at the impella access site. As a result, the patient received 22 units of red blood cells, 10 units of platelet concentrate, 16 units of fresh frozen plasma and 27.5g of albumin. No further information was provided.